Manufacturer narrative:
Product complaint # (B)(4). Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history reviewed 13 april 2021. Found 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. 1940 units released. Lot expiry date: 30 september 2019. A manufacturing record evaluation was performed for the finished device 545032500, lot 8404199 number, and no non-conformances / manufacturing irregularities were identified. Monitor ¿ exempt per (B)(4)- known possible complication of joint replacement surgery. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction (B)(4) appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Device history lot : a manufacturing record evaluation was performed for the finished device 545032500, lot 8404199 number, and no non-conformances / manufacturing irregularities were identified. Device history batch : null. Device history review : null.

Event description:
Patient was revised to address infection of right total knee I & d washout removal of implants. Antibiotic cement spacers. Doi- (B)(6) 2017; dor- (B)(6) 2022; affected side- right knee.